Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryo-ablation procedure a polarsheath was selected for use. After sheath insertion, back flow of blood was drawn as a polarx balloon catheter was slightly inserted; however, it could not be withdrawn at all. The sheath was then replaced with another lot device and the back flow of blood was checked. Although it was harder than usual, it was able to perform withdrawal; therefore, the procedure was continued. The physician stated that it was different from usual; therefore, the balloon was also recovered. An exchange of the device resolved the issue.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon analysis functional inspection revealed the inner diameter at the distal tip of the sheath was measured and the sheath measured was within the specification limit. An irrigation test revealed the sheath was able to irrigate properly.

Event description:
During a cryo-ablation procedure a polarsheath was selected for use. After sheath insertion, back flow of blood was drawn as a polarx balloon catheter was slightly inserted; however, it could not be withdrawn at all. The sheath was then replaced with another lot device and the back flow of blood was checked. Although it was harder than usual, it was able to perform withdrawal; therefore, the procedure was continued. The physician stated that it was different from usual; therefore, the balloon was also recovered. An exchange of the device resolved the issue.